Manufacturer narrative:
The reason for this revision surgery was the patient had a periprosthetic fracture after 11 months of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. (B)(4). No information was provided that definitively described the root cause or reason of the reported problem. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient had a periprosthetic fracture. It is unsure what the patient was doing when fracture occurred.